Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 3.50 x 38 synergy drug-eluting stent was advanced for treatment. However, during the procedure it was noted that the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.50 x 38 stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Proximal stent strut was lifted from crimped position. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found a kink located at 12.5cm proximal to the distal end of the distal tip. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 3.50 x 38 synergy drug-eluting stent was advanced for treatment. However, during the procedure it was noted that the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.